Event description:
The complaint/event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer. The customer reported leakage of taxol from the air vent during an infusion. There was no concomitant device involved. There was not any physical damage noted on the product. There was no unprotected chemo exposure in the event, and the chemo spill was cleaned up per facility protocol with a spill kit. The set was replaced, and therapy resumed. There was no bleed back, no adverse event/patient harm and no delay in critical therapy as a result of the complaint/event.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used list #011-c32029 connected to one used, bd posiflush sp syringe 0.9% sodium chloride (0.9% nacl) 10 ml syringe as received, the inlet filter vent was observed to be wetted out. No additional damage or anomalies were observed. The sample was tested as per procedure and a leaks was observed coming from the inlet and outlet filter vent. The customer's complaint of leakage was confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional reporting contact: (B)(6).